Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump only delivers small amount of insulin. Customer's blood glucose was 23.0mmol/l. Customer treated with bolus and manual injection. Customer declined to do troubleshooting due to alarm was resolved by a complete set change. Customer requested for insulin pump replacement. The customer was advised to call back when issue persists in order to troubleshoot so we can determine where the blockage is occurring. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.